Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the video froze up when the picture was being taken during a colonoscopy procedure involving an olympus colonovideoscope. The procedure was completed with the olympus back up and the event occurred during sedation while the device was inside the patient. There was no patient injury reported.